Event description:
A report rec'd from the USA stated an 840 ventilator experienced a graphical user interface (gui) communication alert. There was no reported patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device but was unable to duplicate the reported issue. In the event that add'l info is rec'd, a supplemental report will be filed. (B)(4).